Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right atrial (ra) lead was exhibiting high pacing impedance and noise. The ra lead was not used and a different was successfully implanted instead. In addition, it was reported that shortly after the implant procedure the rv lead was exhibiting t-wave oversensing (twos). The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.